Manufacturer narrative:
The customer was contacted multiple times requesting the purely yours ultra pump return for investigation of allegation for low suction. She has not returned the pump base therefore no visual examination or in-depth testing could be performed. A supplemental medwatch report will be filed with the FDA if the product is returned to ameda, inc. At a later date.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report the purely yours ultra breast pump she uses to exclusively pump her breast milk for her baby has not been working properly for the past 2 weeks. She states her breasts are not draining as well and therefore milk output is lower. She describes the pump begins with proper suction then after 2-4 minutes, suction pressure suddenly decreases on its own accord. On (B)(6) 2017, customer was examined by her physician for a sore, swollen outer area in her left breast. The physician diagnosed her with left breast mastitis and prescribed a 10 day course of oral antibiotics. Customer reports feeling improvement after 2 days of taking the medication. Purely yours breast pump base was replaced for the customer.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned (B)(4) breast pump has not met (B)(4) specifications for both suction and speed, and passed visual inspection standards. There was a evidence of malfunction observed.